Event description:
The patient noted that when the vns worked for her she could go 6-12 months seizure free, but she has been having a large number of seizures and has bumps and bruises as a result. She noted that her physician changes medications, and they have difficulty increasing the vns settings. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.